Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported return of symptoms, self-catheterizing again and no stimulation sensation. Patient stated that if she increases stimulation setting it was painful. Patient stated she has tried all of the programs. Patient turned stimulation off. Patient stated that last month she had an unrelated surgery and she did turn it off beforehand. There was no fall or trauma reported. Patient to call hcp office and request they contact local manufacturer rep or provide rep's contact information to patient so she could call directly to schedule device check and reprogramming session. The patient reported that the change of therapy/symptom was noted as sudden. The patient call back a week later that due to insurance she has not been able to be seen for programming as soon as she would have liked, but having the therapy off was not working for her- the longer stim was off the worse symptoms get of self cath etc. Patient called back to turn stim back on with assistance. Patient services had patient connect pp and sync- stim off program 1 at 1.6v, patient decreased to 0.0v, turned stim on then increased to 0.8v comfortably and left settings there. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.